Manufacturer narrative:
The facility was contacted three times for more info and each time the doctor was unavailable.

Event description:
It was reported that there was a patient incident while using the navistar catheter. During use, an aortic dissection occurred when the catheter was inserted into the sheath. It was reported that the patient required surgery with three aortic stents. The facility was contacted three times for more info and each time the doctor was unavailable.